Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 8 bd 20ml syringes luer-lok¿ tips experienced foreign matter contamination and device damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: visual imperfections such as black contaminants, yellow marks and white hair line mark observed 8 syringes were found to have imperfections. These were black contaminants, yellow marks on the packaging and 1 syringe had a white hair line mark. D.4. Medical device lot #: see h10 f.10 device codes: 2944, 1354, 1069. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9207633 . D.4. Medical device expiration date: 2024-07-31 . H.4. Device manufacture date: 2019-07-26. D.4. Medical device lot #: 9207581 . D.4. Medical device expiration date: 2024-07-31 . H.4. Device manufacture date: 2019-07-26.

Event description:
It was reported that 8 bd 20ml syringes luer-lok¿ tips experienced foreign matter contamination and device damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: visual imperfections such as black contaminants, yellow marks and white hair line mark observed 8 syringes were found to have imperfections. These were black contaminants, yellow marks on the packaging and 1 syringe had a white hair line mark.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/7/2020. H.6. Investigation: one sample was received for investigation. Visual inspection was performed with a 10x magnifier lens. No defects observed on the syringe nor the packaging blister. Nineteen photos were provided. They show syringes with embedded black specks, the packaging top web and one with the packaging blister with a yellow mark. The sample received had no defects; the photos provided show syringes with embedded black specks; one syringe has multiple embedded black specks, which is not acceptable. Based on the investigation carried and the sample analysis no defect was found; however the photo provided show some of the syringes with defects not acceptable like multiple embedded black specks in the barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 8 bd 20ml syringes luer-lok¿ tips experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: visual imperfections such as black contaminants, yellow marks and white hair line mark observed 8 syringes were found to have imperfections. These were black contaminants, yellow marks on the packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 bd 20ml syringes luer-lok¿ tips experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: visual imperfections such as black contaminants, yellow marks and white hair line mark observed 8 syringes were found to have imperfections. These were black contaminants, yellow marks on the packaging.